Manufacturer narrative:
Type of investigation - lens work order search.no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that (B)(6) 2022 a 12.6mm, vtich12.6 4.50/5.0/100 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the left eye (os). The lens was implanted and removed intraoperatively, with no patient injury. A replacement lens was implanted and the problem resolved. Cause of this event was unknown.